Event description:
The hospital reported that during a coronary artery bypass procedure, after rolling a seal, it failed while disassembling the delivery device from the loader. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separately from the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal failed while disassembling the delivery device from the loader" could not be confirmed. The plunger should have not been depressed during the loading stage. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).